Event description:
It was reported that the device was fractured. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mm x 3.00mm wolverine coronary cutting balloon was selected for use. Upon insertion, resistance was met inside the guide catheter and force was exerted which caused the fracture of the device. The device was removed and another balloon was used to complete the procedure. There were no complications reported and patient was unaffected.